Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11 the reported event stated that ¿it also kept showing that the catheter was in the sheath and no catheter data could be displayed¿ occurred. Review of the ensite system documentation shows that sensitivity and specificity limitations that may cause the sheath filter to incorrectly hide a catheter. If the sheath filter is falsely detecting a catheter as in-sheath, it is recommended to reset the auto baseline. See ensite x ep system IFU, sheath filter. The reported event stated that "during the procedure there was a contact force error with loss of the pressure value," but that "after replacing the ensite x display workstation the contact force issue resolved." As the device was returned and investigated with no issues found, no software anomaly is suspected. The reported event stated that "the ensite x amplifier was flashing red and the catheter was unable to be connected." The amplifier was not returned, and troubleshooting of the returned device uncovered no communication issues with the amplifier. No software anomaly is suspected.

Manufacturer narrative:
The product's lot number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available.

Event description:
During an atrial fibrillation procedure, there was a sheath filter and communication issues with the ensite x software, amplifier, and display workstation resulting in a delay. The ensite x amplifier was flashing red and the catheter was unable to be connected. It also kept showing that the catheter was in the sheath and no catheter data could be displayed. Additionally, during the procedure there was a contact force error with loss of the pressure value. During this the magnetic point would disconnect. After replacing the ensite x display workstation the contact force issue resolved. Troubleshooting also included replacing the catheter and restarting the ensite x display workstation at least 3 times, but the sheath filter issue persisted. The procedure was completed with no adverse consequences to the patient.